Manufacturer narrative:
(B)(4). Maquet cardiovascular files as the importer for this device. Intervascular sas is responsible for manufacturer reporting.

Event description:
The hospital reported they found a aspergillus fungal infection in the hemashield platinum woven graft which had been implanted in the patient (B)(6) 2016 and had to be explanted (B)(6) 2017. An edwards product was implanted and explanted along with the hemashield graft.